Manufacturer narrative:
A ge rep evaluated the system and reset the circuit breaker on the power cord assembly bracket. System operates as intended.

Event description:
Customer reported, the system will not boot up. No pt injury was reported.